Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, it was reported that at 12:00 pm, the patient reported that she had passed out. At that time, her cgm reading was 80 mg/dl and she was not able to do a fingerstick as she passed out suddenly and she felt no symptoms. No medication or treatment was given then. The friend called the ambulance and the patient regained consciousness when the paramedics had already arrived. The paramedics took a bg reading which was 40 mg/dl. The receiver was showing a cgm reading of 42 mg/dl however she did not hear an alert that she was low. The patient was injected some liquid to increase the bg reading. The patient was offered to be taken to the hospital but she declined. The paramedics stayed for about 30 minutes. At the time of the call, the patient was still having headaches, pain and couldn´t think clearly. The cgm reading was 77 mg/dl with the new sensor. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. Upon arrival of the paramedics, the reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.